Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 528 mg/dl. Customer experienced blood glucose level of 473,429, 68, 483 and 500 mg/dl. Customer stated that there was air bubble in the tubing. Customer stated that there was no leak. Customer stated that the approximate size of the air bubble was pea size. Customer was assisted with troubleshooting and air bubbles were removed successfully. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.